Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2011. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. On (B)(6) 2015 plaintiff underwent a diagnostic laparoscopy, extensive lysis of adhesions and removal of the implants, to try and alleviate her symptoms. The reporter considers the event related to the essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a diagnostic laparoscopy, with extensive lysis of adhesions and removal of the implants. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. A causal relationship between heavy bleeding and essure cannot be excluded, considering the event's nature. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ pelvic pain (severe)/pain/ sticking sharp pains on lower right side with every movement"), genital haemorrhage ("heavy bleeding") and small intestinal obstruction ("small bowel obstruction") in a 46-year-old female patient who had essure (batch no. 826626-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1992), caesarean section, nausea, vomiting, diaphoresis, appendectomy, pancreatitis, partial obstruction of small intestine, abdominal pain, haemorrhagic ovarian cyst, hemoperitoneum, lower abdominal pain, miscarriage and hernia repair. Patient was non smoker. Concurrent conditions included alcoholic (wine occasionally), upper respiratory infection, accelerated hypertension, bronchitis, shortness of breath, anxiety and rotator cuff syndrome. Family history included cholesterol levels raised (mother) and prostate cancer. Concomitant products included ciprofloxacin, hydrocortisone acetate (anusol hc) since august 2015, hyoscyamine sulfate, ondansetron and pantoprazole sodium. On (B)(6) 2011, the patient had essure inserted. In july 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("irregular and painful menses") and nausea ("nausea"). In august 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)/ pain during sexual intercourse") and fatigue ("fatigue"). In november 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal menorrhagia bleeding/ abnormal/heavy bleeding during menstruation/ clotting during menstruation/ heavy bleeding with large amount of clots blood"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating/ abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), infection ("infection"), gait inability ("not able to walk for over ten months due to pain and complications"), fungal infection ("frequent yeast infections"), urinary tract infection ("frequent uti infections"), adhesion ("left side device could not be removed due to adhesions") and complication of device removal ("left side device could not be removed due to adhesions"). The patient was treated with surgery (open abdominal surgery, removal of right essure device (B)(6) 2015), right uterine cornua resection) and surgery (small bowel resection, extensive lysis of adhesions (B)(6) 2015, lysis of adhesions (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue and nausea had resolved and the small intestinal obstruction, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, back pain, vaginal haemorrhage, menorrhagia, infection, gait inability, fungal infection, urinary tract infection, adhesion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, adhesion, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, fungal infection, gait inability, genital haemorrhage, hot flush, incontinence, infection, loss of libido, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, small intestinal obstruction, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She was advised of complications from essure removal procedure, left side device could not be removed due to adhesions. Open abdominal surgery was done to remove essure device only one was removed on the right side due to adhesions, one on the left side could not be removed. She did not retain the essure device or any portion of it, after right side essure device removed. After having surgery to remove the essure device in sep-2015, she continued to had complications of abdominal pain which led to surgery in (B)(6) 2016 which was due to adhesion of essure device removal surgery. And was not able to walk for over ten months due to pain and complications. The patient tolerated the essure removal procedure well, was extubated and taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative on (B)(6) 2005, she had CT abdomen + pelvis with contrast, impression: slight decrease of small bowel dilatation. Findings are consistent with either resolving complete small bowel obstruction or low grade partial small bowel obstruction. Right renal cyst on (B)(6) 2011, number of coils left ostia 6 coils and right ostia 6 coils. Patient underwent an essure confirmation test on feb-2012, result: total bilateral occlusion, both tubes occluded. Current weight as of 24-jan-2018 was 116lbs. On an unspecified date, she had MRI, result not specified. On (B)(6) 2012, MRI right shoulder, impression: notable soft tissue edema just anterior to the humeral head, neck, and proxilual humeral shaft consistent with inflaummtion in this region. There was also intramuscular t2 signal hyperintensity in the anterolateral aspect of the deltoid muscle consistent with a grade I muscle strain injury. Biceps tenosynovitis. Distal subscapularis calcific tendinitis and tendinosis. Distal infraspinatus tendinosis. Tiny partial tear of the distal supraspinatus tendon. Very mild subacromial/subdeltoid bursitis. On (B)(6) 2012, gynecological ultrasound report, tvs revealed an anteverted normal uterus. The posterior myometrium appeared thick. The endometrial lining appeared regular. Both ovaries were visualized. The rt ovarian hemorrhagic cyst was measured 4.2 x 3.9x2.3 cm. There was no ff in the cul-de-sac. On (B)(6) 2012, pelvic ultrasound (us pelvis complete transabdominal and endovaginal), impression: 1.the ovaries were normal in size and there was normal doppler color flow bilaterally. 2. Top normal-sized uterus with small intramural myoma on the right. On (B)(6) 2013, upper gi and small bowel series, chief complaint: nausea, vomiting, impression: partial bowel malrotation. Pathology report on 16-feb-2013, diagnosis: dudenal papilla, (biopsy): mild chronic superficial duodenitis. Duodenum bulb, (biopsy): mild chronic. Active duodenitis with associated mild villus expansion. Gastric, antrum, (biopsy): moderate chronic active superficial gastritis. MRI pelvis on (B)(6) 2013, impression: 3 tiny fibroids, focal thickening of the junction zone left anterior fundus may be small area of focal adenomyosis. 1. 9 cm left ovarian corpus luteum. Cardiology report on (B)(6) 2014, possible left atrial enlargement. Prolonged qt. Abnormal ECG. CT abdomen and pelvis on (B)(6) 2014, findings: essure birth control devices were seen in the fallopian tubes. Impression: proximal small bowel distention with collapsed distal small bowel loops. The pattern suggests mechanical small bowel obstruction. On (B)(6) 2014, she had flexible bronchoscopy, result not specified. MRI pelvis w/o contrast on (B)(6) 2014, blooming artifact in the regions of the uterine cornua presumed to be due to the essure device. Confirmation of the position of the device was best performed with hysterosalpingography. The blooming artifact from the devices precludes accurate assessment of their location with respect to the fallopian tubes. No abnormal inflammatory changes in the pelvis. Small uterine fibroids. 2.9 x 1.6 x 1.8 cm. T2 hyper intense mass with septation right ovary most likely representing a septated cyst. Us pelvis complete transabdominal and endovaginal on (B)(6) 2015, history: three week history of right lower quadrant pain. There was a reported history of intrauterine device. Findings: transabdominal images: the uterus measures 8.1 x 4.9 x 6.1 cm. The ovaries are not well visualized on transabdominal imaging. Transvaginal lmages: the uterus is of homogeneous echotexture and measures 8.7 x 4.8 x 5.8 cm. Endometrial stripe thickness is 2 mm. There was an echogenic structure in the uterine fundus which extends from the most superior portion of the endometrium to the fundal serosa. Given the reported history of intrauterine device was possible that this could represent a mal positioned device and further evaluation with CT is suggested. The right ovary measures 2.8 x 1.0 x 2.5 cm and the left ovary measures 2.8 x 1.7 x 2.4 cm. A normal appearing follicle in left ovary was noted. There were normal low resistance diastolic arterial waveforms in both ovaries on pulse spectral duplex waveform analysis. Impression: possibly mal positioned intrauterine device. Ultrasound of abdomen pelvis (B)(6) 2015, impression: possibly mal positioned intrauterine device. Surgical pathology report on (B)(6) 2015, specimen source/procedure: portion of right fallopian tube & removed contraceptive device, portion of right cornua. Clinical data: chronic pelvic pain. Removal of intrauterine (essure) contraceptive device. History of bowel obstruction and multiple abdominal surgeries. Diagnosis: right fallopian tube and right uterine cornu, resection and removal of foreign body: foreign body (components of a contraceptive device. Gross description: the specimen was labeled 'portion of right fallopian tube removed contraceptive device, portion of right uterine cornua', with proper patient identification on the requisition and the container. Received in formalin is an irregular, disrupted fragment of soft tissue. Measuring 1.8 x 1.0 x 0.3 cm. Sectioning of the so1'ttlssue reveals a segment of silver, metallic wire is identified, measuring 15.0 cm in length x less than 0.1 cm. In diameter, in addition to a spring-like metallic more that measures 1 cm. In length x 0.1 cm. In diameter. A separate segment of silver, metallic wire, measuring 12.2 cm. In length) ( less than 0.1 cm. In diameter, is also present in the container. Gross photograph of the specimen are taken. The wires are for gross examination. The soft tissue was entirely submitted: 1 cassette. Surgical pathology report on (B)(6) 2015, gross description: fragment of soft tissue measuring 1.8x 1.0 x 0.3 cm. Sectioning soft tissue reveals a segment of silver metallic wire was identified measuring 5.0 cm in length x less than 0.1 cm in diameter, in addition to a spring like metallic wire that measures 1 cm in length x 0.1 cm in diameter. A separated segment of silver metallic wire measuring 12.2 cm in length x less than 0.1 cm in diameter was also present in the container. CT scan of the pelvis (B)(6) 2016, impression: the uterus was mildly enlarged measuring 8.5 cm in ap dimension and 6.2 cm in width of the left fallopian tube. Single small metallic density was seen lying adjacent to the uterus on the right. Right sided essure wire was not identified. Mildly prominent uterus. Left essure wire identified. Right essure wire was not identified. Colonoscopy on 06-may-2016, findings: diverticulosis in the ascending colon. Upper gi endoscopy on 13-may-2016, impression: chronic gastritis, small hiatus hernia. Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ pelvic pain (severe)/pain/ sticking sharp pains on lower right side with every movement"), genital haemorrhage ("heavy bleeding") and small intestinal obstruction ("small bowel obstruction") in a (B)(6) year-old female patient who had essure (batch no. 826626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1992), caesarean section, nausea, vomiting, diaphoresis, appendectomy, pancreatitis, small bowel obstruction, abdominal pain, haemorrhagic ovarian cyst, hemoperitoneum, lower abdominal pain, miscarriage and hernia repair. Patient was non smoker. Concurrent conditions included alcoholic (wine occasionally), upper respiratory infection, hypertension, bronchitis, shortness of breath, anxiety and rotator cuff syndrome. Family history included cholesterol levels raised (mother) and prostate cancer. Concomitant products included hydrocortisone acetate (anusol hc) since (B)(6) 2015. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("irregular and painful menses") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)/ pain during sexual intercourse") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating/ abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), menorrhagia ("abnormal menorrhagia bleeding/ abnormal/heavy bleeding during menstruation/ clotting during menstruation/ heavy bleeding with large amount of clots blood"), small intestinal obstruction (seriousness criterion medically significant), infection ("infection"), gait inability ("not able to walk for over ten months due to pain and complications"), fungal infection ("frequent yeast infections"), urinary tract infection ("frequent uti infections"), adhesion ("left side device could not be removed due to adhesions") and complication of device removal ("left side device could not be removed due to adhesions"). The patient was treated with surgery (open abdominal surgery, removal of right essure device ((B)(6) 2015), right uterine cornua resection) and surgery (small bowel resection, extensive lysis of adhesions ((B)(6) 2015), lysis of adhesions ((B)(6) 2016)). At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, dyspareunia, back pain, vaginal haemorrhage, menorrhagia, fatigue, nausea, small intestinal obstruction, infection, gait inability, fungal infection, urinary tract infection, adhesion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, adhesion, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, fungal infection, gait inability, genital haemorrhage, hot flush, incontinence, infection, loss of libido, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, small intestinal obstruction, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She was advised of complications from essure removal procedure, left side device could not be removed due to adhesions. Open abdominal surgery was done to remove essure device only one was removed on the right side due to adhesions, one on the left side could not be removed. She did not retain the essure device or any portion of it, after right side essure device removed. After having surgery to remove the essure device in (B)(6) 2015, she continued to had complications of abdominal pain which led to surgery in (B)(6) 2016 which was due to adhesion of essure device removal surgery. And was not able to walk for over ten months due to pain and complications. The patient tolerated the essure removal procedure well, was extubated and taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2011: negative . On (B)(6) 2005, she had CT abdomen + pelvis with contrast, impression: slight decrease of small bowel dilatation. Findings are consistent with either resolving complete small bowel obstruction or low grade partial small bowel obstruction. Right renal cyst on (B)(6) 2011, number of coils left ostia 6 coils and right ostia 6 coils. Patient underwent an essure confirmation test on (B)(6) 2012, result: total bilateral occlusion, both tubes occluded. Current weight as of (B)(6) 2018 was (B)(6). On an unspecified date, she had MRI, result not specified. On (B)(6) 2012, MRI right shoulder, impression: notable soft tissue edema just anterior to the humeral head, neck, and proxilual humeral shaft consistent with inflaummtion in this region. There was also intramuscular t2 signal hyperintensity in the anterolateral aspect of the deltoid muscle consistent with a grade I muscle strain injury. Biceps tenosynovitis. Distal subscapularis calcific tendinitis and tendinosis. Distal infraspinatus tendinosis. Tiny partial tear of the distal supraspinatus tendon. Very mild subacromial/subdeltoid bursitis. On (B)(6) 2012, gynecological ultrasound report, tvs revealed an anteverted normal uterus. The posterior myometrium appeared thick. The endometrial lining appeared regular. Both ovaries were visualized. The rt ovarian hemorrhagic cyst was measured 4.2 x 3.9x2.3 cm. There was no ff in the cul-de-sac. On (B)(6) 2012, pelvic ultrasound (us pelvis complete transabdominal and endovaginal), impression: 1.the ovaries were normal in size and there was normal doppler color flow bilaterally. 2. Top normal-sized uterus with small intramural myoma on the right. On (B)(6) 2013, upper gi and small bowel series, chief complaint: nausea, vomiting, impression: partial bowel malrotation. Pathology report on (B)(6) 2013, diagnosis: dudenal papilla, (biopsy): mild chronic superficial duodenitis. Duodenum bulb, (biopsy): mild chronic. Active duodenitis with associated mild villus expansion. Gastric, antrum, (biopsy): moderate chronic active superficial gastritis. MRI pelvis on (B)(6) 2013, impression: 3 tiny fibroids, focal thickening of the junction zone left anterior fundus may be small area of focal adenomyosis. 1. 9 cm left ovarian corpus luteum. Cardiology report on (B)(6) 2014, possible left atrial enlargement. Prolonged qt. Abnormal ECG. CT abdomen and pelvis on (B)(6) 2014, findings: essure birth control devices were seen in the fallopian tubes. Impression: proximal small bowel distention with collapsed distal small bowel loops. The pattern suggests mechanical small bowel obstruction. On (B)(6) 2014, she had flexible bronchoscopy, result not specified. MRI pelvis w/o contrast on (B)(6) 2014, blooming artifact in the regions of the uterine cornua presumed to be due to the essure device. Confirmation of the position of the device was best performed with hysterosalpingography. The blooming artifact from the devices precludes accurate assessment of their location with respect to the fallopian tubes. No abnormal inflammatory changes in the pelvis. Small uterine fibroids. 2.9 x 1.6 x 1.8 cm. T2 hyper intense mass with septation right ovary most likely representing a septated cyst. Us pelvis complete transabdominal and endovaginal on (B)(6) 2015, history: three week history of right lower quadrant pain. There was a reported history of intrauterine device. Findings: transabdominal images: the uterus measures 8.1 x 4.9 x 6.1 cm. The ovaries are not well visualized on transabdominal imaging. Transvaginal lmages: the uterus is of homogeneous echotexture and measures 8.7 x 4.8 x 5.8 cm. Endometrial stripe thickness is 2 mm. There was an echogenic structure in the uterine fundus which extends from the most superior portion of the endometrium to the fundal serosa. Given the reported history of intrauterine device was possible that this could represent a mal positioned device and further evaluation with CT is suggested. The right ovary measures 2.8 x 1.0 x 2.5 cm and the left ovary measures 2.8 x 1.7 x 2.4 cm. A normal appearing follicle in left ovary was noted. There were normal low resistance diastolic arterial waveforms in both ovaries on pulse spectral duplex waveform analysis. Impression: possibly mal positioned intrauterine device. Ultrasound of abdomen pelvis (B)(6) 2015, impression: possibly mal positioned intrauterine device. Surgical pathology report on (B)(6) 2015, specimen source/procedure: portion of right fallopian tube & removed contraceptive device, portion of right cornua. Clinical data: chronic pelvic pain. Removal of intrauterine (essure) contraceptive device. History of bowel obstruction and multiple abdominal surgeries. Diagnosis: right fallopian tube and right uterine cornu, resection and removal of foreign body: foreign body (components of a contraceptive device. Gross description: the specimen was labeled 'portion of right fallopian tube removed contraceptive device, portion of right uterine cornua', with proper patient identification on the requisition and the container. Received in formalin is an irregular, disrupted fragment of soft tissue. Measuring 1.8 x 1.0 x 0.3 cm. Sectioning of the so1'ttlssue reveals a segment of silver, metallic wire is identified, measuring 15.0 cm in length x less than 0.1 cm. In diameter, in addition to a spring-like metallic more that measures 1 cm. In length x 0.1 cm. In diameter. A separate segment of silver, metallic wire, measuring 12.2 cm. In length) ( less than 0.1 cm. In diameter, is also present in the container. Gross photograph of the specimen are taken. The wires are for gross examination. The soft tissue was entirely submitted: 1 cassette. Surgical pathology report on (B)(6) 2015, gross description: fragment of soft tissue measuring 1.8x 1.0 x 0.3 cm. Sectioning soft tissue reveals a segment of silver metallic wire was identified measuring 5.0 cm in length x less than 0.1 cm in diameter, in addition to a spring like metallic wire that measures 1 cm in length x 0.1 cm in diameter. A separated segment of silver metallic wire measuring 12.2 cm in length x less than 0.1 cm in diameter was also present in the container. CT scan of the pelvis (B)(6) 2016, impression: the uterus was mildly enlarged measuring 8.5 cm in ap dimension and 6.2 cm in width of the left fallopian tube. Single small metallic density was seen lying adjacent to the uterus on the right. Right sided essure wire was not identified. Mildly prominent uterus. Left essure wire identified. Right essure wire was not identified. Colonoscopy on (B)(6) 2016, findings: diverticulosis in the ascending colon. Upper gi endoscopy on (B)(6) 2016, impression: chronic gastritis, small hiatus hernia. Most recent follow-up information incorporated above includes: on 24-jan-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number 826626, indication female sterilization was added. Events dyspareunia (painful sexual intercourse)/ pain during sexual intercourse, pelvic pain (severe)/pain/ sticking sharp pains on lower right side with every movement, abdominal pain were clubbed with previously reported events. Events vaginal haemorrhage, menorrhagia, fatigue, nausea, small intestinal obstruction, infection, gait inability, fungal infection, urinary tract infection, adhesion and complication of device removal were newly added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains/ pelvic pain (severe)/pain/ sticking sharp pains on lower right side with every movement"), genital haemorrhage ("heavy bleeding") and small intestinal obstruction ("small bowel obstruction") in a 46-year-old female patient who had essure (batch no. 826626) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth: (B)(6) 1992), caesarean section, nausea, vomiting, diaphoresis, appendectomy, pancreatitis, partial obstruction of small intestine, abdominal pain, haemorrhagic ovarian cyst, hemoperitoneum, lower abdominal pain, miscarriage and hernia repair. Patient was non smoker. Concurrent conditions included alcoholic (wine occasionally), upper respiratory infection, accelerated hypertension, bronchitis, shortness of breath, anxiety and rotator cuff syndrome. Family history included cholesterol levels raised (mother) and prostate cancer. Concomitant products included ciprofloxacin, hydrocortisone acetate (anusol hc) since (B)(6) 2015, hyoscyamine sulfate, ondansetron and pantoprazole sodium. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("irregular and painful menses") and nausea ("nausea"). In (B)(6) 2012, the patient experienced dyspareunia ("painful intercourse/ dyspareunia (painful sexual intercourse)/ pain during sexual intercourse") and fatigue ("fatigue"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding") and menorrhagia ("abnormal menorrhagia bleeding/ abnormal/heavy bleeding during menstruation/ clotting during menstruation/ heavy bleeding with large amount of clots blood"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), small intestinal obstruction (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating/ abdominal pain"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), infection ("infection"), gait inability ("not able to walk for over ten months due to pain and complications"), fungal infection ("frequent yeast infections"), urinary tract infection ("frequent uti infections"), adhesion ("left side device could not be removed due to adhesions") and complication of device removal ("left side device could not be removed due to adhesions"). The patient was treated with surgery (open abdominal surgery, removal of right essure device ((B)(6) 2015), right uterine cornua resection) and surgery (small bowel resection, extensive lysis of adhesions ((B)(6) 2015), lysis of adhesions ((B)(6) 2016)). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, dyspareunia, fatigue and nausea had resolved and the small intestinal obstruction, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, back pain, vaginal haemorrhage, menorrhagia, infection, gait inability, fungal infection, urinary tract infection, adhesion and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal distension, abdominal pain, adhesion, back pain, bacterial vaginosis, dysmenorrhoea, dyspareunia, dysuria, fatigue, fungal infection, gait inability, genital haemorrhage, hot flush, incontinence, infection, loss of libido, menorrhagia, menstruation irregular, mood swings, nausea, pelvic pain, small intestinal obstruction, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient had no complications or problems that occurred at the time of essure placement procedure. She was advised of complications from essure removal procedure, left side device could not be removed due to adhesions. Open abdominal surgery was done to remove essure device only one was removed on the right side due to adhesions, one on the left side could not be removed. She did not retain the essure device or any portion of it, after right side essure device removed. After having surgery to remove the essure device in (B)(6) 2015, she continued to had complications of abdominal pain which led to surgery in (B)(6) 2016 which was due to adhesion of essure device removal surgery. And was not able to walk for over ten months due to pain and complications. The patient tolerated the essure removal procedure well, was extubated and taken to recovery room in stable condition. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on 3-(B)(6) 2011: negative . On (B)(6) 2005, she had CT abdomen + pelvis with contrast, impression: slight decrease of small bowel dilatation. Findings are consistent with either resolving complete small bowel obstruction or low grade partial small bowel obstruction. Right renal cyst. On (B)(6) 2011, number of coils left ostia 6 coils and right ostia 6 coils. Patient underwent an essure confirmation test on (B)(6) 2012, result: total bilateral occlusion, both tubes occluded. Current weight as of (B)(6) 2018 was 116lbs. On an unspecified date, she had MRI, result not specified. On (B)(6) 2012, MRI right shoulder, impression: notable soft tissue edema just anterior to the humeral head, neck, and proxilual humeral shaft consistent with inflaummtion in this region. There was also intramuscular t2 signal hyperintensity in the anterolateral aspect of the deltoid muscle consistent with a grade I muscle strain injury. Biceps tenosynovitis. Distal subscapularis calcific tendinitis and tendinosis. Distal infraspinatus tendinosis. Tiny partial tear of the distal supraspinatus tendon. Very mild subacromial/subdeltoid bursitis. On (B)(6) 2012, gynecological ultrasound report, tvs revealed an anteverted normal uterus. The posterior myometrium appeared thick. The endometrial lining appeared regular. Both ovaries were visualized. The rt ovarian hemorrhagic cyst was measured 4.2 x 3.9x2.3 cm. There was no ff in the cul-de-sac. On (B)(6) 2012, pelvic ultrasound (us pelvis complete transabdominal and endovaginal), impression: 1.the ovaries were normal in size and there was normal doppler color flow bilaterally. 2. Top normal-sized uterus with small intramural myoma on the right. On (B)(6) 2013, upper gi and small bowel series, chief complaint: nausea, vomiting, impression: partial bowel malrotation. Pathology report on (B)(6) 2013, diagnosis: dudenal papilla, (biopsy): mild chronic superficial duodenitis. Duodenum bulb, (biopsy): mild chronic. Active duodenitis with associated mild villus expansion. Gastric, antrum, (biopsy): moderate chronic active superficial gastritis. MRI pelvis on (B)(6) 2013, impression: 3 tiny fibroids, focal thickening of the junction zone left anterior fundus may be small area of focal adenomyosis. 1. 9 cm left ovarian corpus luteum. Cardiology report on (B)(6) 2014, possible left atrial enlargement. Prolonged qt. Abnormal ECG. CT abdomen and pelvis on (B)(6) 2014, findings: essure birth control devices were seen in the fallopian tubes. Impression: proximal small bowel distention with collapsed distal small bowel loops. The pattern suggests mechanical small bowel obstruction. On (B)(6) 2014, she had flexible bronchoscopy, result not specified. MRI pelvis w/o contrast on (B)(6) 2014, blooming artifact in the regions of the uterine cornua presumed to be due to the essure device. Confirmation of the position of the device was best performed with hysterosalpingography. The blooming artifact from the devices precludes accurate assessment of their location with respect to the fallopian tubes. No abnormal inflammatory changes in the pelvis. Small uterine fibroids. 2.9 x 1.6 x 1.8 cm. T2 hyper intense mass with septation right ovary most likely representing a septated cyst. Us pelvis complete transabdominal and endovaginal on (B)(6) 2015, history: three week history of right lower quadrant pain. There was a reported history of intrauterine device. Findings: transabdominal images: the uterus measures 8.1 x 4.9 x 6.1 cm. The ovaries are not well visualized on transabdominal imaging. Transvaginal lmages: the uterus is of homogeneous echotexture and measures 8.7 x 4.8 x 5.8 cm. Endometrial stripe thickness is 2 mm. There was an echogenic structure in the uterine fundus which extends from the most superior portion of the endometrium to the fundal serosa. Given the reported history of intrauterine device was possible that this could represent a mal positioned device and further evaluation with CT is suggested. The right ovary measures 2.8 x 1.0 x 2.5 cm and the left ovary measures 2.8 x 1.7 x 2.4 cm. A normal appearing follicle in left ovary was noted. There were normal low resistance diastolic arterial waveforms in both ovaries on pulse spectral duplex waveform analysis. Impression: possibly mal positioned intrauterine device. Ultrasound of abdomen pelvis (B)(6) 2015, impression: possibly mal positioned intrauterine device. Surgical pathology report on (B)(6) 2015, specimen source/procedure: portion of right fallopian tube & removed contraceptive device, portion of right cornua. Clinical data: chronic pelvic pain. Removal of intrauterine (essure) contraceptive device. History of bowel obstruction and multiple abdominal surgeries. Diagnosis: right fallopian tube and right uterine cornu, resection and removal of foreign body: foreign body (components of a contraceptive device. Gross description: the specimen was labeled 'portion of right fallopian tube removed contraceptive device, portion of right uterine cornua', with proper patient identification on the requisition and the container. Received in formalin is an irregular, disrupted fragment of soft tissue. Measuring 1.8 x 1.0 x 0.3 cm. Sectioning of the so1'ttlssue reveals a segment of silver, metallic wire is identified, measuring 15.0 cm in length x less than 0.1 cm. In diameter, in addition to a spring-like metallic more that measures 1 cm. In length x 0.1 cm. In diameter. A separate segment of silver, metallic wire, measuring 12.2 cm. In length) ( less than 0.1 cm. In diameter, is also present in the container. Gross photograph of the specimen are taken. The wires are for gross examination. The soft tissue was entirely submitted: 1 cassette. Surgical pathology report on (B)(6) 2015, gross description: fragment of soft tissue measuring 1.8x 1.0 x 0.3 cm. Sectioning soft tissue reveals a segment of silver metallic wire was identified measuring 5.0 cm in length x less than 0.1 cm in diameter, in addition to a spring like metallic wire that measures 1 cm in length x 0.1 cm in diameter. A separated segment of silver metallic wire measuring 12.2 cm in length x less than 0.1 cm in diameter was also present in the container. CT scan of the pelvis (B)(6) 2016, impression: the uterus was mildly enlarged measuring 8.5 cm in ap dimension and 6.2 cm in width of the left fallopian tube. Single small metallic density was seen lying adjacent to the uterus on the right. Right sided essure wire was not identified. Mildly prominent uterus. Left essure wire identified. Right essure wire was not identified. Colonoscopy on (B)(6) 2016, findings: diverticulosis in the ascending colon. Upper gi endoscopy on (B)(6) 2016, impression: chronic gastritis, small hiatus hernia. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received : outcome of events, "genital haemorrhage, pelvic pain, dysmenorrhea, dyspareunia, fatigue, nausea" was updated to "recovered/resolved". Concomitant medications were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow up 15-sep-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a diagnostic laparoscopy, with extensive lysis of adhesions and removal of the implants. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. A causal relationship between heavy bleeding and essure cannot be excluded, considering the event's nature. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process.